Event description:
The patient called alleging inaccurate high readings on the lfs meter, they obtained a blood glucose 296 mg/dl. They experienced symptoms of having dry mouth, however, there is no information on whether they experienced the symptoms prior to testing. They contacted emergency services 21-30 minutes later and was tested on another device and obtained a 106mg/dl. Paramedics did not treat the patient. Test strips were in good condition and not expired. Control solution test was done twice and failed both times. This case is being reported as a malfunction , since the control solution failed twice.